Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was found to be in a tachy mode other than monitor plus therapy for an unknown reason. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains implanted. Should additional information become available this report will be updated.